Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempt to position this left ventricular (lv) lead at implant, the patient went into cardiac arrest following a cardiac tamponade. The patient subsequently expired. There were no allegations against the lead performance.